Event description:
It was reported the patient was experiencing a buzzing or shocking sensation just below the lead incision site. The patient's three leads are all placed for peripheral stimulation (off-label use). The sjm representative met with the patient and determined the octrode lead was causing discomfort when electrodes 3 and 4 were used. An x-ray was performed. On (B)(6) 2014, the physician repositioned the lead. Intraoperative testing showed the stimulation was effective and comfortable using electrodes 1 through 5, but electrodes 6 through 8 had uncomfortable stimulation. The physician opted to leave the lead in the new position, and the system was turned off until the area heals.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.